Event description:
It was reported, used the 4mm conical screwdriver to remove an end cap from a synthes tibial nail. They tried to exchange the 4mm screwdriver shaft for a smaller size screwdriver, but the 4.0mm screwdriver was stuck in the blue handle.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.